Event description:
Medtronic received information regarding a navigation system being used during an electrode and probe placement procedure. It was reported that while doing a registration for an awake cranial, the camera could not see the chicken foot, the manufacturer representative (rep) cleaned the spheres on the instrument, changed the camera position and still the camera was not picking up any tracking for the chicken foot. The rep rebooted the system and the camera started to be able to track the chicken foot. The site was able to continue with registration. The rep left to assist with other cases at the hospital but, another rep came in after the site had draped and swapped out the patient reference frame for a new sterile one. When the other rep entered the room the system was still not able to see the new frame and new sterile probe (chicken foot). The rep rebooted the system and the camera was then able to pick up both the frame and the probe. The instrument was occasionally flickering on the tracking window. The rep stated the patient reference frame was swapped after patient registration for the sterile patient reference frame. The rep was able to replicate the problem. The camera did not recognize the patient tracker or the chicken foot tool. Technical services guided (cs) through network device interface (ndi) toolbox and selfservice checks. During continued troubleshooting, the ndi toolbox came back with no issues. The system was working fine. The rep checked the room for possible instrument view interferences. The room seemed clear of "ir" reflective surfaces. The rep stated that when the issue would occur, it would happen with multiple patient reference frames and instruments. The rep checked self-test and did not find anything wrong. The rep tried swapping multiple instruments into the field of view. The instruments were appropriately tracked. While on the phone, the rep was unable to recreate the issue. This issue caused less than 1 hour surgical delay. There was no reported impact on patient outcome. It was reported that the event logs of the position sensor unit (psu) and system control unit (scu) were checked. The psu had some firmware incompatibility and one instance of an illuminator power fault, but all these instances were recovered instantly and were not uncommon when looking at the event logs of this device. The scu showed no errors.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411, serial/lot #: -, ubd: , UDI#: h3, h6: the system was serviced in the field by a medtronic representative. The solid state drive (ssd) was replaced. Afterwards, the system was performing as intended. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: the returned ssd was analyzed. No failures were found. Codes c19 and d14 are applicable, as is previously reported code b01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.